Event description:
The pt was intubated after delivery in the labor and delivery room. Cesarean delivery. Approx 5 minutes later, there was an audible air leak noted. The pt was taken to the ICU. An attempt to pass a suction tube was unsuccessful, the practitioner chose to electively extubate the pt. When the tube was removed, the tip was barely attached to the rest of the endotracheal tube. The infant was re-intubated with no leak noted and no injury to the pt. Lot of product unk, packaging disposed of in labor and delivery.